Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was experiencing pain at the lead site that increased with arm movement. Surgical intervention was undertaken on (B)(6) 2022 and patient reported that the pain was gone postoperatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.